Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had signal too low and unexpected restart error test alarms. Customer stated the alarms occurred multiple times after a battery change. The customer's blood glucose reading was unknown mg/dl at the time of incident. Customer stated the pump was not stored or not in use for an extended period of time. The customer indicated that they will return the product for analysis and that they have previously ordered a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no signal too low and unexpected restart alarm noted. No unexpected resetting time/date after changing battery noted. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No low signal alarm noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.